Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4: reference MFR report #1627487-2018-01700, reference MFR report #1627487-2018-01705, reference MFR report #1627487-2018-01706. It was reported that the patient did not receive adequate therapy since leads migrated at vertebral level l3, l4, l5 and s1 (x rays confirmed leads migrated) as a result, surgical intervention was undertaken wherein the leads were explanted and replaced and therapy was restored after the procedure.